Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at time of incident and feeling nausea. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. Customer reports the infusion set cannula was bent. Customer stated that they performed self-test and test was passed. The devices will not be returned for analysis.